Event description:
It was reported that during an orthopedic shoulder procedure a piece of the device fell off into the shoulder while the device was being used. The piece was quickly retrieved. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
The device was received at the manufacturer's facility but has not yet been evaluated. A supplemental report will be sent when device evaluation is complete.